Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Patient reported falls in 2016 they started falling (before and after implanted). Patient reported a loss of stim/therapy and bladder pain in (B)(6) 2017. Patient reported on (B)(6) 2017 they were told by their physician that they had either a bladder or kidney infection and were given antibiotics. Patient reported they had to put on two diapers at night and they had to run to the bathroom like they used. Symptom relief stopped about 2 or 2.5 weeks prior to the report. They could not feel stimulation until they increased it with their programmer and then they had so much pain in their bladder. The pain also reportedly occurred 2 to 2.5 weeks prior to the report. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient has to wear diaper 24 hrs day/ 7 days a week. Patient services offered to assist the patient in checking therapy, but the patient stated that she knew how to use the patient programmer (pp). The patient was redirected to their healthcare provider (hcp) to address symptoms. No further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient's last appointment was (B)(6) 2016 and they had no infection at that time. There was no infection known to the physician. No further complications reported/anticipated.